Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the fistulogram procedure, the rosen heparin wire guide unraveled inside a balloon. Moreover, the wire and balloon were stuck briefly inside the patient before being removed together. There were no patient injuries or additional procedures reported. It was further confirmed that the coil had unraveled.